Manufacturer narrative:
The complaint investigation for falsely elevated sodium results included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. As part of troubleshooting, the customer retested the sample which gave a similar elevated result. A new sample was collected from the patient and tested on the same instrument with the same reagent lot and gave lower normal results. Quality control (qc) results were reported to be within expected ranges. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 56480un22 was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following data was provided: (B)(6) 2023 sid (B)(6) result at 10:29 = 168.071 mmol/l, result at 10:40 = 167.090 mmol/l. (B)(6) 2023 sid (B)(6) result at 13:22 = 142.225 mmol/l, result at 13:36 = 141.767 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following data was provided: (B)(6) 2023, sid (B)(6), result at 10:29 =168.071 mmol/l, result at 10:40 = 167.090 mmol/l. (B)(6) 2023, sid (B)(6), result at 13:22 = 142.225 mmol/l, result at 13:36 = 141.767 mmol/l. No impact to patient management was reported.